Event description:
Four coils had successfully been detached into the left superior hypophyseal aneurysm. The fifth coil [subject device] was deployed into the aneurysm and detachment was attempted, at this point the end of the coil was reported to protrude from the aneurysm. After the physician received the detachment signal from the power supply, he pulled back the pusher wire under fluoroscopy and noted that the coil was still attached. The coil broke at the detachment zone that was contained within the microcatheter. A stent was placed to trap the protruding part of the coil. There was no reported clinical consequence to the patient.

Event description:
Four coils had successfully been detached into the left superior hypophyseal aneurysm. The fifth coil [subject device] was deployed into the aneurysm and detachment was attempted, at this point the end of the coil was reported to protrude from the aneurysm. After the physician received the detachment signal from the power supply, he pulled back the pusher wire under fluoroscopy and noted that the coil was still attached. The coil broke at the detachment zone that was contained within the microcatheter. A stent was placed to trap the protruding part of the coil. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Additional information was requested and from responses received it was determined that a boston scientific power supply was used with new batteries for the procedure. Device code: other for coil protrusion.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Only the delivery wire was returned for analysis. Visual inspection noted that the delivery wire was kinked at the distal end. There was no portion of the coil present on the distal end of the delivery wire beyond the fluorinated ethylene propylene (fep) section. This is suggestive that the coil was not detached as intended through electrolysis as this results in a portion of the core wire remaining in the detachment zone of the delivery wire. On the delivery wire returned, there was no core wire present in the detachment zone, the core wire terminated in the fep that is proximal to the detachment zone. It was concluded that the core wire had broken. Due to the investigation findings, it was determined that operational context was most likely the cause of the reported event, due to stress or force being applied to the delivery wire. Correction: device avail. For eval? - corrected device returned to MFR.? - corrected